Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer got a reading of 250 mg/dl and tested again within ten minutes and got a reading of 105-110 mg/dl. No adverse event reported. Meter has been discarded. Meter replaced, strips replaced and requested for return. Strip lot unavailable at time of call.